Manufacturer narrative:
Physio-control evaluated the customer device and the reported issue could not be duplicated. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted physio-control to report that "no paddles were detected and that an ECG artifact was showing when it was not attached to a patient." In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.